Manufacturer narrative:
Conclusion: part on order and the customer is to complete the repair.

Event description:
It was reported that the left calf support was broken and would not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.